Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a right ventricular (rv) lead needed to be repositioned multiple times. The helix was noted to not work anymore and sensing was impossible. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed the analysis indicated that helix does not extend due to driveshaft lug being stuck on the retraction stop. The analysis noted that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.